Event description:
It was reported that as the physician pulled the asahi fielder xp guide wire out of the hoop, it was noted that the plastic covering was partially stripped/peeled off the guide wire end. The device was not used in the patient. Another same size fielder xp was used in the procedure. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported peeling/torn plastic polymer jacket was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.